Event description:
Surgery occurred on a tuesday, in 2002. The surgery went fine. Patient was taken to the unit and from there, they were changing dressings, and everything seemed to be fine, at the time. On friday, of the same week, patient coughed and felt like something ``popped''. The dressing became very moist. When observing and taking off the dressing, they noticed the wound part, dehisced. Patient was immediately taken to the or., where they found that the suture had broken, after removing the rest of the suture.